Event description:
A langston dual lumen catheter was used during a patient procedure. Upon pressure injection, the inner catheter of the langston separated. Complete separation occurred upon removal of the langston catheter. No patient impact was reported.